Event description:
It was reported that after a procedure, a substance described as blood was found inside of the handpiece. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is completed.